Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. The customer consumed carbohydrates to address bg. Technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.